Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that her device was not working right and she was loosing function in her legs. The patient stated they took a x-ray which showed the leads had moved. The device was not delivering stimulation to the site it should and the healthcare provider wanted to do one more programming after an MRI. The patient noted that she was going to have a revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported that after an MRI is completed, the manufacturer's representative will stimulate according to the MRI and the healthcare provider will see if a revision is necessary or try one more program. Patient reported she had been in and out of the hospital for other issues. Patient reported she had met with a rep who did programming and tried different programs on her but nothing had worked. Patient reported that due to the programming with the rep she got stimulation all over the place.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the therapy is not working for their back but is still working for their legs. The patient stated that they need another physician who can implant a paddle lead. Physician listings were sent to the patient. No further complications were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the leads had moved and she had notified her healthcare provider and was waiting for x-rays. The patient stated she had pain in her lower back and both legs. Further information received from the patient stated she had excruciating pain when the stimulation was turned off the day before and even when the implant was turned on. The patient mentioned the manufacturer representative had gone through a whole profile of programs with the patient and she wasn't getting anywhere. The patient had stimulation all over in her chest, ribs, abdomen, legs and extremities and she wasn't getting any backache relief. The patient had an x-ray which showed that one of the leads had moved and now their healthcare provider wanted to do an MRI to check the leads. The patient was directed to continue following up with their healthcare provider for the lead issue. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. Patient requested MRI guidelines. The MRI was due to a problem with the device or therapy. It was noted that it is due to a problem with the leads, that they have moved. Patient has had different programs, and she is tired of being offered different programs. Patient told her doctor to have one last one. Patient noted that she is in pain, now back to what it was prior to the implant. It was noted that the leads moved over a year ago and the pain in the last three months. The exact dates were not provided. Patient inquired about MRI mode. The information was reviewed. Patient indicated seeing full body eligibility. Patient also mentioned she has been in the hospital quite a while, unrelated to implant. No further complications were reported/anticipated.